Event description:
Customer's family member reported customer being hospitalized due to high blood glucose levels. Since family member did not have pump, troubleshooting was not done. Pump returning for analysis.